Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that he is without stimulation. Allegedly, the pt has not utilized his scs system lately and is experiencing difficulty recharging his ipg. In an effort to resolve this matter, a replacement charging system was shipped to the pt. The results of that intervention method have not been disclosed.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.